Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, charging cable and wall power adapter. There was no reported adverse impact to the customer's blood glucose level. New charging supplies were sent to the customer. The customer to rely on mdi if battery depletes prior to receiving supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.